Event description:
It was reported that system's cine function was inoperable; thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of death or serious injury.

Manufacturer narrative:
A ge rep performed an over the phone investigation. The customer was advised to upgrade the sbc kit. No further service info is available at this time.